Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loose rubber encasing and a bent pin on the patient cable of the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to the european distribution center (edc) upon initial inspection, the loose rubber encasing and bent pin were found on the mpu patient cable. The mpu booted up and functioned as intended. The patient cable was replaced, and preventative maintenance was performed before returning the unit to the rental pool. The root cause of the reported event was not conclusively determined through this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was physical damage found at the patient cable of the mobile power unit. The white socket contained a bent pin, and the rubber encasing of the patient cable was also loose. This was found during analysis at the european distribution center (edc).